Event description:
It was reported that the patient underwent routine heart implantation and had the lvad explanted on (B)(6) 2021. Evaluation of the returned system controller found pcb damage.

Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). Manufacturer's investigation conclusion: the system controller was returned for evaluation following a routine transplant. A log file was extracted from the returned system controller (serial number (B)(4)); however, no atypical events were observed throughout the data. The controller was functionally tested and failed testing due to alarming with a low cell voltage alarm while in backup mode. The controller was opened and inspected at a component level. The controller¿s fuse which connects to the controller¿s backup voltage regulator circuitry was observed to be electrically damaged. The fuse was replaced with a new component, and the controller was functionally retested and fully functioned as intended after this replacement. The root cause of how the controller¿s fuse became damaged was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii lvas patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low cell voltage conditions. The heartmate ii lvas patient handbook instructs users not to use any equipment that appears damaged and to obtain replacements if possible. The heartmate ii lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.